Event description:
Information was received indicating that a pump kit, cadd-ms 3, slate gray, mdl 7400, was exhibiting an error code and the error code was not able to be cleared or repaired.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. The tamper labels were removed, and no physical damage was noted. There were no error messages in the event history log (ehl). The customer stated problem was confirmed. During power up the device had an error code 80 on the screen display. The error code 80 indicates a motor problem during power up. Therefore, the motor will be replaced. The cause of the reported event was due to a system fault ec80 faulty motor. The root cause remains undetermined.